Event description:
The patient's spouse stated that the graft was implanted in the abdominal area in 1996, and there were no problems up to 2001, when, at that time, the patient developed a rash on the abdomen with occasional itching. When the rash began, a dermatologist told the patient's spouse it appeared to be an allergic reaction to medication. The patient had been taking medications (loricet, diax and aspirin) before and through the period of the rash initialization and had stopped all medications in 2001. The rash has continued to spread to the rest of the patient's body. The patient is presently seeking another dermatological opinion and an opinion from the implant surgeon, if possible. The patient's condition is noted as discomfort and concern. Note: the graft remains in the patient, at this time.